Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting high thresholds. Further inspection revealed the lead had dislodged. It was successfully repositioned and remains actively implanted.